Manufacturer narrative:
(B)(4). Batch # p55626. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an endoscopy lobectomy procedure, jaw could not open, the blade could not return on the fourth stroke and the jaw could not be opened. Another like product was used to take out the device and complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p55626 the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.